Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a follow up supplemental report will be submitted.

Event description:
Received info regarding a "cartridge alarm 19" during basal delivery. Customer's blood glucose level was 240 mg/dl. Customer was to load a new cartridge successfully.